Event description:
Customer called to report physical damage to the insulin pump. Customer also called to report that the pump shut off unexpectedly resulting in a blank display. Customer's blood glucose reading was 120 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.